Event description:
Rptr indicated that diagnostic testing resulted in high lead impedance at a routine office visit. The rptr stated that there was no known trauma or pt manipulation. The pt's vns device was programmed off. X-rays were sent to the MFR for review. A review of the pt's x-rays identified a lead discontinuity. Lead revision surgery is likely.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.